Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic colectomy, the device did not fire. The lights indicated no issues. A new device was used to complete the case. No reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. The last known patient status is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one endo gia adapter and one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Microscopic evaluation revealed 4 cracked solder joints. During functional testing, the reload was not recognized by the software when the adapter was connected to the returned handle as well as a pmv handle. A malfunctioning switch is the result of compromised solder joints. The root cause of the observed condition was determined to be a result of a manufacturing step and actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.